Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was the sieve beds being saturated. Additional malfunction was the on/off switch on the control panel had a short circuit.